Manufacturer narrative:
(B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patella button was thought loose. There was no infection suspected. The patella was found to well fixed and was removed. Once removed it was observed that the three peg holes were found to be in opposite orientation that expected, indicating the patella had been implanted in reverse orientation. It was also reported that the patella was revised; art poly was exchanged. Doi: (B)(6) 2014; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Product complaint # investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.